Manufacturer narrative:
(B)(6). (B)(4). Multiple products were implanted including product ID:(B)(4) product ID: (B)(4) it is unknown which device contributed to reported event. Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent asf, anterior curettage and psf surgery at l3-s levels (l4, 5 skip) for discitis on (B)(6) 2015. Post op, on (B)(6) 2015, loosening at l3 right screw was observed. Reportedly, revision surgery will be scheduled within days. No patient complications were reported as a result of this event.